Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported they were unable to insert the assembly. The following information was provided by the user: when the locator/insertion sheath assembly was attempted to be inserted into the artery, the middle of the assembly kinked, possibly due to calcification, and the attempt failed. Manual compression was then applied to successfully achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used is unknown. Blood loss was less than 250 cc. There was no health damage to the patient.